Event description:
On (B)(6) 2010, I had a second restor lens implanted in my eye. -first lens implanted (B)(6) 2010-after experiencing 9 months of visual distortions and living with the failed outcome from the lenses, I am left with the only option of having the lenses explanted, and facing the additional risks involved, including retinal detachment. My explant surgery is on (B)(6) 2010 at the (B)(6) hospital. According to experts, -eye surgeons- on the website, -www.medhelp.com/problems with restor lenses, "the lenses have been on the market since 2005 and they have a disproportionately high number of complaints." I paid (B)(6) for the lenses. The manufacturer, alcon, makes fraudulent claims that the lens will, "reduce or eliminate dependency on eyeglasses." Please visit the website, www.medhelp.com and you will read about hundreds, perhaps thousands of people like me, who have suffered unnecessarily due to the lenses. Dates of use: (B)(6) 2010. Diagnosis or reason for use: replacement lens for cataract removal.